Event description:
It was reported that during a tooth extraction, the distal tip of the bur broke off. All pieces were removed and no injury or delay was reported.

Manufacturer narrative:
Evaluation results: the side cutting bur was received with the bur head broken off. The bur head was not returned. The break was angular, which may indicate that a side lateral force was applied. A review of product history found no other customer reported events for this catalog number and lot number.